Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was fractured. This patient experienced syncope as a result. Ultimately, this rv lead was surgically abandoned and a new rv was implanted which remains in service. No additional adverse patient effects were reported.